Event description:
It was reported that during lap gastric bypass procedure, the blue plastic ancillary spike tip broke off of the device during set up for the procedure. They continued to set up and performed the procedure with a new like device. The patient is stable. One device to be returned for analysis. According to the sales rep the surgeon modifies the tip so it is not sharp prior to the surgery.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.